Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) encountered an automatic filling error one hour after the start of treatment. Multiple restart attempts were made; however, the issue persisted. As a result, the device was replaced.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) encountered an automatic filling error one hour after the start of treatment. Multiple restart attempts were made; however, the issue persisted. As a result, the device was replaced. No harm reported.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: b5, e1 (event site telephone). A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse attempted to perform a pim leak test, but the test would not start due to a k10 leak. The fse replaced the pneumatic module assembly (0997-00-1178). All functional and safety checks were performed to factory specifications. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 15 apr 2025. The failure analysis and testing dept. Received part number 0997-00-1178 with a reported unit failure of an autofill error after one hour and a k10 leak. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. At. The most probable root cause is component reliability, fatigue, or fluid ingress.